Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset device with no recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.